Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during interrogation post implant, while still in the operating environment, telemetry noise was exhibited. As such, the device could induce but was unable to sustain. The physician elected to perform a sync shock of 65j with 88 ohms of impedance observed. The field representative reported a lot of noise in the lab area and automatic setup was completed the following day without issues; system optimization complete. No adverse effects were reported and to date, the device remains implanted and in service.